Manufacturer narrative:
H3: product analysis of f2/8ta23: evaluation could not reproduce the reported malfunction of smoke from the device. It was determined that the radial damage was seen at the location of the attachment's distal bearing. It is suspected that the distal bearing of the af02 attachment used with this tool is approaching end-of-life and should be replaced before any other tools are used with it. It was also noted that tool was received with corrosion along the length. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of smoke. No patient impact reported. Repair request escalated to a product event by region and evaluation determined foot of the attachment was damaged.

Manufacturer narrative:
H3: product analysis for attachment: evaluationdetermined that foot of the attachment was damaged.the likely cause of failure is inadequate preventativemaintenance. It was also noted tool bur could not beinserted smoothly and that the color code and stampwere deteriorating. Due to insertion difficulty of tool,the operation test has not been conducted, so thegeneration of smoke during operation has not beenconfirmed. Product analysis for tool:no conclusion can be drawn.device was returned and the evaluation anticipated butnot yet begun. B5: date of event notification: (B)(6) 2023. Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: f2/8ta23, serial/lot #: unknown, unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.